Event description:
Caller reported performing tests with the freestyle meter and getting results of 424, 261, 272, 474, 271, and 305 mg/dl for back to back tests. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Customer had washed hands prior to testing.